Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and the result of loosened supporting ligaments and muscles, which allowed for dislocation occurring due to the significant ligament reconstruction. Section h11: the following sections have corrected information: (d4) catalog number: 320-46-13, serial number: (B)(6), expiration date: 01-nov-2017, unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
(Device evaluated by MFR): pending evaluation. Concomitant medical products: 320-15-05, 3726546 - eq rev locking screw, 320-20-00, 5250099 - eq reverse torque defining screw kit , 320-46-13, 4509292 - equinoxe reverse 46mm humeral const liner +2.5, 320-10-15, 2826236 - humeral tray +15mm.

Event description:
As reported, approximately 2.5 yrs. Postop, a (B)(6) y/o male with a ¿larger frame¿ came to the or with his right shoulder dislocated. After trailing, the surgeon chose to implant the same sized components that were removed. Devices will not be returned.